Manufacturer narrative:
One photo was provided to our quality team for investigation. Through visual inspection, it was observed that an unknown liquid substance was observed behind the stopper. The leakage past stopper condition was non-conforming per product specification. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 9078856. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using a bd luer-lok¿ 1-ml syringe leakage occurred. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: during the functional testing, it was noticed that 8 samples have leakage past the plunger stopper during drug withdrawal, leading to loss of drug product. A total of 360 samples were tested.

Event description:
It was reported while using a bd luer-lok¿ 1-ml syringe leakage occurred. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: during the functional testing, it was noticed that 8 samples have leakage past the plunger stopper during drug withdrawal, leading to loss of drug product. A total of 360 samples were tested.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-oct-2022 . H6: investigation summary one sample and one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the diameter of the stopper face was smaller than that of an acceptable stopper. Then the sample was tested for leakage past the stopper per internal procedure. The sample failed the leakage past stopper test. The observed condition was non-conforming per product specification. Potential root cause for the leakage past stopper defect is related to the stopper vendor's manufacturing process. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 9078856. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.